Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on 3/14/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms. No medical attention reported. Customer didn't received any medical treatment.

Event description:
The customers mother is calling while rescue workers are with the customer. The customer mistakenly gave himself 15 u of novalog insulin this morning at 10:19 am. The customer states he is feeling well and denies any symptoms of diabetes. He is refusing to let the rescue workers take him to a hospital. The mother is very upset and is having difficulty answering questions. The customer told his mother his blood sugar was high and that is why he gave himself the insulin. The mother saw that his last glucose reading was 103 mg/dl and called emergency services. The mother called customer care because she was trying to figure out how to go through the meters' memory. The meters' memory did not provide any high results for this morning or last night per the mother. The rescue service team took his blood sugar and got 158 mg/dl. The mother states the date and time are not set correctly on the true result meter. There are 2 true result meters and one true metrix meter in the home. The customer has a true metrix meter that he has not used. He wanted to use the true result until he ran out of test strips. I advised the mother to not use the true result and to use the true metrix meter. I talked the mother through setting the time and date on the true metrix meter. The customer obtained a result of 98 mg/dl with the true metrix meter sn# (B)(4) and strip lot# mt1827 the customer did not want to perform a second test. I advised the mother to call the doctor's office and find out how often to check the customer's sugar and what steps the doctor advises the patient to take after giving himself the 15 u of novalog. The mother is unable to verify if the customer was fasting or not when the readings were taken. The mother does not know what the expected range is for the customer. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 02/15/2017. The meter memory was reviewed for previous test result history (date / time not set): the 123mg/dl (B)(6) 2017 09:26:00 pm fasting: no, the 102mg/dl (B)(6) 2017 02:07:00 am fasting: no, the 103mg/dl (B)(6) 2017 10:10:00 am fasting: no.